Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Oversensing is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific therefore, product analysis could not be performed. However, oversensing has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review performed for the resonate device confirmed that the event of oversensing is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the resonate device is acceptable. Investigation conclusion: at this time, no further actions are considered necessary as oversensing is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and non-boston scientific leads, exhibited noise over-sensed by the device. The physician advised rhythm care, they are aware of lead integrity issues in the right atrial (ra) lead and left ventricular (lv) lead and requested review of device operation. A request was made to have data from this device analyzed. Rhythmcare provided recommendations for programming options. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and non-boston scientific leads, exhibited noise over-sensed by the device. The physician advised rhythmcare, they are aware of lead integrity issues in the right atrial (ra) lead and left ventricular (lv) lead and requested review of device operation. A request was made to have data from this device analyzed. Rhythmcare provided recommendations for programming options. The device remains implanted. No adverse patient effects were reported.